Event description:
The customer contacted stryker to report that their device unexpectedly displayed a white screen and powered off. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker updated the device's software, tightened the battery harness, and reseated all power related cables as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.